Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the head of the sagittal saw attachment device completely detached from the device. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the attachment device was frozen/would not move and had no safety pin, marking as vet, corroded bearings, and missing components. It was further determined that the device failed pretest for check oscillation frequency and verify if secured with a safety pin. Therefore, the reported condition that the head of the device completely detached was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.